Manufacturer narrative:
This event occurred outside the u.s. Where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the patient was brought into the clinic for a device check. The lead had high but stable thresholds and high impedances. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the proximal segment of the lead was returned, analyzed, and no anomalies were found.

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that the patient heard an audible alert and presented to the hospital for consultation. Confirmed fracture of the right ventricular (rv) lead was found. The lead was capped and replaced. No patient complications have been reported as a result ofthis event.